Event description:
On (B)(6) 2022 we received a ride to pick up all equipment from pt. (B)(6). While picking up the equipment the family members stated that the CPAP running out of water was the cause off death and that their lawyer is currently in position of the unit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)..